Manufacturer narrative:
The 25mm amplatzer cribriform occluder was received at sjm and decontaminated. The occluder was grossly and microscopically examined and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 8f loader and deployed and retracted without difficulty or deformation. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
A 25mm amplatzer cribriform occluder (aco) embolized after deployment. The aco was percutaneously snared from the left atrium using a goose neck snare. A 35mm aco was attempted but was determined to be too large and was removed. A 22mm amplatzer septal occluder (aso) was then attempted but was determined to be too small and removed and the defect was successfully closed with a 24mm aso. The patient did well and had no further issues.